Event description:
An unknown infection was reported and the device was planned to be explanted on (B)(6) 2014. The patient experienced pain, redness and swelling at the extension and lead location. It was noted as unknown if culture was taken or if patient was on antibiotic. The patient has appointment scheduled with health care provider on the (B)(6) 2014. The patient status was reported as ¿alive ¿no injury¿. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that the patient did not have an infection but had redness around the lead site per health care provider. The health care provider removed the lead at the request of patient for unknown reasons and without the presence of a manufacturer representative. As for the device, it was discarded in its entirety. The patient was referred into her practice and the health care provider had not seen the patient back and appeared to not have plans to do so.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0q0ty, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).